Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a healthcare professional meter. The customer experienced symptoms of shaking and sweating, and was unable to self-treat. The emt was called and upon arriving, it was noted that the customer¿ blood sugar was low and an unspecified IV was administered and unknown medications provided for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.